Manufacturer narrative:
E1: initial reporter phone: +(B)(6). Device evaluated by MFR.: carotid wallstent monorail 10.0-31 was received for analysis. A visual and tactile examination identified a complete separation of the outer sheath of the device located at the guidewire port. The sheath of the device was also noted to be severely kinked at more than one location this type of damage is consistent with excessive force being applied to the device when attempting deployment. No other issues were noted with the delivery system. The device was returned with the stent fully deployed from the delivery system. The deployed stent was not returned for analysis.

Event description:
Reportable based on device analysis completed on 28sep2023. It was reported stent could not be deployed. More than 90% stenosed target lesion was located in the mildly tortuous and non-calcified internal carotid artery. A 10.0-31 carotid wallstent was advanced for treatment. However, after reaching the lesion, the stent could not be deployed despite multiple attempts. The procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable post-procedure. However, returned device analysis revealed that the outer sheath was detached.